Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line ¿green cap¿ of an unspecified number of amia automated pd cycler sets fell off when taking them out of the packaging. This occurred during set up of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. A visual inspection with the naked eye was performed with no issues noted; the samples were received with the green caps intact. Other testing was performed by lightly tugging on the green pull ring caps on the patient connectors; the caps dislodged very easily. The reported condition was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.